Event description:
Event: (B)(6) reported pt passed away. Freq: inject 1 syringe intra-articularly into each knee every week for 3 weeks. Diagnosis for use: bilateral primary osteoarthritis of knee. Therapy start date: (B)(6) 2025.